Manufacturer narrative:
The device was returned for evaluation, the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels. No problem found. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 490mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and the patient was taken to the ER where he was treated with insulin drip.